Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory notification and presented in clinic. Upon interrogation, the right ventricular lead exhibited lead noise. The lead was capped and replaced on (B)(6) 2018. The patient was in good condition post procedure and will be followed up normally.